Event description:
A customer contacted baxter technical services(bts) regarding assistance with a high drain 103 alarm at the end of therapy on the homechoice machine(hc). The home patient(hp) stated they already spoke with the nurse. The hp stated they have an appointment with the nurse this afternoon and had no alarms all night. The technical service representative(tsr) assisted the hp to review the alarm. The hc unit was operational. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The device passed both the hc return instrument test / evaluation (rite) electrical test and the rite functional test. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv (increased intraperitoneal volume). The reported issue was confirmed. The assignable cause was undetermined.